Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate or confirm the customer reported complaint ¿cautery not being emitted.¿ the instrument was tested for energy delivery on an in-house system. Energy was delivered without any issues and the electrical continuity test passed. However, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the cautery was not emitted with the permanent cautery hook (pch) instrument. The grounding pad was in place. There were no issues with cautery cords, generator, or instrument arm. A new pch was used to complete the procedure. There was no report of patient harm, adverse outcome, or injury.